Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device is no longer repairable. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device has been decommissioned by the customer. The root cause of the reported issue could not be determined.